Event description:
Surgeon reported to consultant: pt status post prodisc-c implantation approx eight weeks ago experienced a fall and felt a pop in the neck along with pain. An x-ray on an unk date showed the inferior endplate subsided into the vertebral body. Surgeon removed the plate on (B)(6) 2011. Update from consultant: pt was revised to fusion.

Manufacturer narrative:
Implanted approx eight weeks ago. The investigation could not be completed, no conclusion could be drawn, as no product was returned. Without a lot number, the device history records review could not be requested.